Event description:
On (B)(6) 2014, the patient reported that she has experienced infusion sets leaking at the headset. She discovers the leaks when the self- adhesive becomes wet or when she feels insulin running down her abdomen. She stated that her doctor wants her to use an infusion set with a longer cannula. The patient also has issues with poor absorption. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product discarded by patient.